Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous mid right coronary artery. A 20 x 2.50mm apex monorail balloon was advanced and inflated to unspecified atms. During the second inflation, the balloon was inflated and burst at a pressure of 10atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a detailed examination of the balloon identified a longitudinal tear in the balloon material. The tear was located approximately 3mm distal to the distal edge of the proximal markerband and it extended distally for a total length of 10mm. An examination of the proximal and distal markerbands could not identify any issues which could potentially have contributed to the tear. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous mid right coronary artery. A 20 x 2.50mm apex monorail balloon was advanced and inflated to unspecified atms. During the second inflation, the balloon was inflated and burst at a pressure of 10atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.